Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case had a large chip on front left corner. The customer's stated problem not found or confirmed in event history log (ehl). There were multiple base task timeout alarms in history which are caused by the customer powering down the pump within 5 seconds of power up. During functional testing the reported issue was not found or confirmed, the pump worked as intended. There was no root cause as there was no problem detected. No corrective action taken for reported problem since no problem was found. Performed preventative maintenance and all functional tests which passed.

Event description:
It was reported that the pump exhibited a check syringe plunger sensor. No patient injury was reported.